Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) has confirmed that there was an open wire. The root cause for open wire was unable to be identified there was no adverse event that resulted from the damaged belt.